Manufacturer narrative:
Unit was received with critical pump error, partial display and unable to download due to corroded electronic assemblies. Unable to verify pump error due to download difficulty. Unit was received corroded motor home switch, minor scratches on case, cracked select button keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was unknown at the time of the incident. The customer reported error occurring every four hours. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.